Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). This patient was presented to the electrophysiology (ep) laboratory for scheduled replacement of a competitor implantable cardioverter defibrillator (ICD) device to a boston scientific cardiac resynchronization therapy defibrillator device. A competitor left ventricular (lv) lead was implanted and connected to the replacement device without incident. The remaining chronic competitor leads were connected to the replacement device. Prior to induction testing, a shock impedance was performed and the recorded value was in the 40 ohm range. The first two induction attempts utilizing the device's shock-on-t (1.1 joules) feature failed to induce sustainable ventricular fibrillation (vf). The third induction attempt was successful. Following successful detection of the arrhythmia, the device delivered a 23 joule shock. A code for shock into a shorted condition associated with less than 20 ohms was displayed. A late break occurred so no external defibrillation was required. The code was cleared and the physician elected to surgically cap the chronic competitor rv defibrillation lead. A replacement right ventricular df-4 defibrillation lead was implanted and connected to the second replacement device. The device is enroute to boston scientific's return products department.

Manufacturer narrative:
(B)(4). The device is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, external visual inspection of the crt-d identified no anomalies. The device failed returned products electrical testing for no shock output and charge time out. The device issued a code# 1001 (low battery capacity has been detected), a code#1006 (high voltage has been detected on leads during a charge), and a code#1007 (capacitor charge time has exceeded the limit) when interrogated with a zoom programmer. The interrogated monitoring voltage was 3.092v and the battery status was at end-of-life (eol). A review of device memory noted multiple codes including a high voltage system fault, shock lead shorted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of 23 joules at the time of device-based testing. It was concluded that the damage was induced when the device delivered a shock into a shorted lead.